Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated intraperitoneally (ip) with heparin (everyday, dose not reported), fortum (1gram, everyday, ip) and vancomycin (every 5 days, ip, dose not reported) for bacterial peritonitis. A week later treatment was discontinued and the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.